Event description:
Boston scientific received information that during a procedure to replace the implantable cardioverter defibrillator (ICD) due to normal battery depletion, when this right ventricular (rv) defibrillation lead was connected to a new ICD, it exhibited a high out of range shock impedance value. When the configuration was changed, all of the measurements that this lead exhibited were satisfactory. Defibrillation threshold testing was done and results were satisfactory. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.